Event description:
It was reported that approx two weeks after surgery felt slipping and unstable. Pt felt popping, jarring and grinding approx 3 1/2 months ago and around december started hearing screeching/chirping noise. Pt was revised.